Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that on an unspecified date, the patient experienced hyperglycemia while on pump therapy. Reportedly, on an unspecified date, the patient¿s blood glucose (bg) reading was as high as 500 mg/dl, with no information provided on any associated symptoms. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy and no information was provided regarding any recent adjustments to the pump settings. Customer technical support (cts) agent reviewed the event with the reporter. No additional information was provided regarding an alleged inaccurate delivery issue. Several attempts by cts to follow-up on the matter were unsuccessful. The reported issue remained unresolved. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged inaccurate delivery issue of unknown causes.

Manufacturer narrative:
Unable to complete test steps and adequately investigate the compliant due to cracked trace near the force sensor pin (see (B)(4)). . During the load step (step 13) the pump failed to recognize the cartridge giving a ¿no cartridge detected¿ warning. The black box begins on (B)(6) 2017 due to continuous use of the pump the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates.